Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller in resetting it. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump.